Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) stage 1 on right eye (od) at 11 day post-operative exam. The brief description from the account indicated the trace of grade 1 of dlk was at the flap edge. Topical steroid were increased and used to treat the dlk. Pre-op; bcva from (B)(4) 2015: right eye pre-op 20/20 -6.50 x -1.00 x 176, left eye pre-op 20/20 -6.75 x -1.00 x 172.